Event description:
During on-site service by a field service technician, a flo-gard infusion pump was found to have a damaged pump head assembly. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of damage to the pump head assembly is unknown. To correct the condition, the pump head assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.